Manufacturer narrative:
The customer centrifuges samples for four minutes at 4,500 rpm. The samples were analyzed from the primary tubes. Qc was within the customer's established ranges prior to and on the day of the event. However, on (B)(6) 2010 accutni qc was intermittently failing with qns (quantity not sufficient) flags. Routine system checks were performed on (B)(6) 2010 and both passed within instrument specifications. A field service was dispatched: the fse stated that the nut where the tubing connects to the transducer was rusty so he decided to replace the whole assembly. The fse is not certain, however, that the part was the root cause of his event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system for two patients. Subsequent testing produced lower results within the risk stratification range for the first patient and within the normal reference range.